Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Additional information: initial reporter address: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on an unknown swab and sample type when the patient was admitted to the hospital. It is unknown if repeat testing was performed with the ID now covid-19 assay. Confirmation testing on a newly collected sample with thermo fisher pcr generated negative results; CT values not provided. Confirmation testing was performed again on (B)(6) 2021 on pcr platform and generated negative results. The customer stated the patient was not symptomatic. The customer reported the patient also underwent serology testing to confirm they were negative for covid-19. It was reported the first and second serology tests did not detect igg or igm. No additional patient information, including treatment and outcome, was provided.